Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation catalog numbers and lot codes of other devices listed in this report: unknown femoral head lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It has been reported "revision surgery of a patient was scheduled. This patient received a stryker hip implant 6 months ago. An accolade stem and a trident ii cup. Reason for revision was pain. Treatment: removing the old liner and head and put in a new head and liner. Upon removing the ¿old¿ liner, the surgeon noticed a ¿yellowish¿ discolouring of the liner.